Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to aspirate was confirmed and appeared to be related to the use of the device. One 4 fr groshong nxt catheter was returned for investigation. Red residual material was observed on the outer surface of the catheter. No apparent residue occlusions were observed through the clear portion of the catheter. Microscopic observation of the valve slit revealed no apparent issues. A split in the catheter was present between the 35 and 36 cm depth marker. Microscopic observation of the split revealed it to be circumferential. A section of the split edges appeared to be rounded and smooth which is indicative of repeated kinking of the catheter at that location. The split surface was also observed to be rough which likely occurred as the split propagated. The catheter was cut at the 10 cm depth marker. A non-complainant connector was used to flush the distal segment of the catheter and was found to be patent to infusion and aspiration. The valve slit length was measured and found to be within specification. Since the presence of a split was a likely cause to the reported aspiration issue, the complaint is confirmed. The product instructions for use (IFU) cautions, "avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s)." A lot history review (lhr) of recp0608 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that great resistance was encountered from the valve at the tail end of catheter. It was impossible to draw blood out. On (B)(6) 2019 during sample evaluation, a split in the catheter was discovered.